Manufacturer narrative:
Returned for evaluation was a solero probe. A visual review of the returned sample noted no obvious defects. The probe was connected to the lab testing generator. The device was recognized and the pump was activated for approximately 2 minutes. Test ablations were performed and the results are as follows: 60 watts for 1 minute: 50-53 watts (output). 140 watts for 1 minute: 123-125 watts (output). No error messages were observed. The reported complaint description of a high reflected power message could not be confirmed as the returned device functioned as intended. The device was tested at different wattages for 60 seconds without experiencing any issues or error messages. Without confirming the complaint, a root cause cannot be determined, although a possible contributing factor could be due to an issue with the solero generator used during this event. The instructions for use, which is supplied to with catalog number, contains the following information: under normal system operation, the output power may not reach the power setpoint due to tissue desiccation and the subsequent increase in reflected power. The power output (4) displays the "actual power" which is the difference between the instantaneous forward power and the instantaneous reflected power. As the ablation progresses, the forward power will remain nominally constant around the setpoint, but the reflected power will gradually increase. So, for a typical ablation, the power output display will initially be close to the setpoint but decrease as the tissue desiccates. 6.2.5 high reflected power. The system will display a warning when the reflected power exceeds a preset threshold as shown and abort the ablation. If this occurs, microwave energy is unable to be effectively transferred from the applicator tip into the targeted tissue due to desiccation. Further progress is blocked until the warning is acknowledged. If a "high reflected power" condition is indicated, several sources are possible and warning message will be displayed as shown. The following are several possible sources leading to the "high reflected power" condition: the applicators active region may not be fully inserted into the tissue or a transient gas pocket may have formed around the applicator tip. Adjust the positioning of the applicator. Adjust time as necessary. Press start/stop button to restart the ablation. Connection to the generator may have been lost. Check the connection to the generator. Adjust time as necessary. Press the start/stop button to restart the ablation. The applicator may be defective. Replace the applicator with a new one. If the problem persists, contact angiodynamics inc. For technical support. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint#: (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
When testing 3rd replacement applicator (100w x 10sec) tip fully submerged in a container of sterile saline, machine issued high reflected power warning 2 seconds from the start of test. Tubing was tapped & checked for priming and temperature, coolant confirmed to be cold, and test repeated. Warning message again reappeared 2 seconds from the start of test. Machine was rebooted (turned off for a minimum of 10 seconds) and applicator assembly removed and reinstalled. Coolant pump was allowed to run for 2 mins to ensure circuit temperature, tubing was inspected for patency, fluid movement, handle confirmed to be cool, tip was fully inserted to 4cm mark, before retesting. Warning message again reappeared 2 seconds from the start of test. Power and timing parameters were changed on machine and tested to no avail. This applicator was also determined to be faulty and case was aborted. A potential patient safety risk as treatment was not completed, and patient was unnecessarily sedated. The reported disposable device has been returned to the manufacturer for evaluation.